Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos, videos and an image were provided for review. The investigation of the reported event is currently underway. Expiry date: 03/2024.

Event description:
It was reported that during a stent placement procedure in superficial femoral artery, shaft allegedly broke. It was further reported that the broken shaft left inside the patient was removed using a snare. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in superficial femoral artery, shaft allegedly broke. It was further reported that the broken shaft left inside the patient was removed using a snare. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. Provided images/ mp4 movies demonstrate a distal end of a broken catheter including tip under x-ray and on the table, but the tip is not a lifestent 5f tip; the images also demonstrate snaring of the broken tip. One image demonstrates the distal end of a lifestent 5f over a guidewire outside patient but on this image a damage/ break is not visible. The investigation leads to inconclusive result for catheter break. The lesion was pre dilated, the stent was easy to deploy; no resistance was felt during unlocking, advancing, withdrawing, and deploying. Based on the information available the investigation is closed with inconclusive result for the alleged inner catheter break. A definite root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 03/2024). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.